Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported experiencing a pinching like pain during insertion and removal of two tampons. She stated the applicators looked shredded and little pieces of one of the applicators broke off inside her. She also found a third tampon with the same issue and perforated holes along the seam of the wrapper. She was able to manually remove the pieces of the applicator and visited her physician for an examination. The doctor confirmed she was fine.